Manufacturer narrative:
Concomitant medical products: 5076-52 non-defib lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing which caused causing inappropriate ventricle pacing. It was also reported that the rv lead exhibited rising thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.